Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 86 and 88mg/dl. The customer's expected fasting blood glucose test result range is 130 to 160mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 86 and 97mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 10/31/2017 and open vial date is 09/19/2016. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Customer returned not sufficient test strips sample to test. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 86 and 88 mg/dl. The customer's expected fasting blood glucose test result range is 130 to 160 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 86 and 97 mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 10/31/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6).